Event description:
On a routine visit with a physician, the integra sales rep reported that the physician stated that he had some breakage of the hallu-s-plates last year. This was the first report of the incident: the user facility reported a case which used the hallu-s plate in 2005. The procedure was an mtp fusion on the right great toe. The physician performed the original procedure and he also removed the plate in 2005. The physician bent the plate before he implanted it, and he believes that it may have created a stress riser within the plate. Pt treatment has been prolonged. X-rays were sent to the integra program mgr responsible for this product line.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported info.